Event description:
During a laproscopic gyn procedure, with the patient in trendelenburg, the anesthesia armboard detached from the table after a nurse bumped against the armboard a third time. The patient's arm was attached to the armboard with velcro straps, and was injured when the armboard came off the table. The user checked the armboard later and could not duplicate the event. Patient sustained apparent brachial plexus injury according to the hospital.